Event description:
It was reported by the healthcare professional in china that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the handle of the 4.75 healix advance kntlss br device was detached from the shaft. During in-house engineering evaluation, it was determined that the device had foreign substance/debris/cleaning/sterilization. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo reveals that the device is noticeably impregnated of foreign matter, presumably biological matter. It was also observed that the shaft was separated from the handle. A manufacturing record evaluation was performed for the finished device lot number: 9l40721, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint can be confirmed. With the photo provided is not possible to evaluate the entire condition of the handle and shaft, however a possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; the device could have been used abruptly and consequently caused the damage to the device. Another possible root cause may be related to excessive downward pressure applied while inserting the anchor, causing the handle to separate from the shaft. As per IFU, begin inserting the anchor by turning the handle clockwise and applying slight downward pressure until the laser line is flush with the bone. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.